Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited noise and a possible fracture was suspected. The lead was reprogrammed. No patient complications have been reported as a result of this event.